Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. During the investigation the condition of fpga reset/reprogram failures was detected. This condition has a potential for patient harm. Upon examination of the sample, it was found that analysis of the system logs showed evidence of multiple fpga reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. The most likely cause for the additional condition is traced to device design. Process improvements have been implemented. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned without any accompanying information.